Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/17/2014-product analysis:the pump has been returned and evaluated by product analysis on 06/12/2014 with the following findings:the complaint could not be duplicated or confirmed during investigation. A review of the pump¿s black box revealed low battery warnings and correlating replace battery alarms. There was evidence of multiple installations of partially discharged batteries. The battery compartment was found to be intact. Electric current draws were found to be within specification. There was no moisture, damage, or defect observed with the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.